Event description:
On (B)(6), 2014, a (B)(6) female underwent total disc arthroplasty at c5-6 receiving a prosthesis device. Approximately 10 months post-op, the pt reported an increase in her preoperative symptoms which includes right-sided neck pain with shoulder discomfort and numbness in her long, index and ring fingers. Symptoms appear to worsen at night, or when she looks to the right or tilts her head to the left. Radiographs confirm instability at c5-6 possibility due to soft tissue abnormality posteriorly.

Manufacturer narrative:
(B)(4). Radiographs were received on (B)(6), 2015 confirming the presence of a nuvasive product. No alleged product malfunction. The device and treatment did not meet the desired therapeutic outcome. Surgeon has elected to continue treatment via cervical fusion. A revision surgery is scheduled for (B)(6), 2015. The root cause for this event has not been determined; however pt related factors appear to have contributed to the reported event.